Event description:
Dealer (B)(4) reported that while the site was cleaning the area, the janitor discovered the x-ray shield on the selenia dimensions system had shattered. The janitor came in and glass was scattered around the room. Further conversation revealed that the x-ray shield was reported to be intact on friday, when they had left the facility for the weekend, and the janitor's discovery was on sunday.

Manufacturer narrative:
The x-ray shield for the selenia dimensions system is manufactured with tempered glass (safety glass). The tempering process is to assure that if in the rare occurrence the glass does shatter, it does so in small, irregular shaped pieces as versus chards of glass with sharp edges. In the past, hologic has partnered with our glass manufacturer but have not been able to determine a root cause on the shattering x-ray shield event.